Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an urgent care visit due to high blood glucose. The blood glucose reading is 247 mg/dl. Customer states that they were very thirsty due to high blood glucose. Nothing further reported.